Manufacturer narrative:
The oad was returned to csi for analysis. The reported driveshaft fracture was confirmed. The distal fractured section was not returned. Scanning electron microscopic images of the driveshaft fracture faces exhibit mechanical damage obscuring the failure mechanism. The fracture occurred at the proximal edge of the crown/crown weld based on the presence of the driveshaft bump at the fracture site. When compared to an undamaged driveshaft, the fracture closely lines up with the crown weld location. Scanning electron microscopic analysis was unable to unable to identify evidence of fatigue striations at the driveshaft fracture. However, driveshaft flexing at the weld location can initiate a fatigue failure. The exact root cause of this reported complaint is undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The IFU also states, "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Reference manufacturer report 3004742232-2022-00199 for guide wire. Csi ID: (B)(4).

Event description:
A couple treatments were performed using a diamondback 360 coronary orbital atherectomy device (oad) on low speed in the right coronary artery (rca). The vessel was 90% stenosed, severely bent and tortuous. The physician noticed that the oad and viperwire advance guide wire had fractured. The guide wire fragment was successfully snared. An unsuccessful attempt was made to retrieve the oad fragment; it was left in vivo. The procedure was completed with no injury to the patient.